Manufacturer narrative:
H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon testing of the returned sample. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, locator, and carrier tube were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated, but no visible signs of damage to the device were identified. The carrier tube was also returned and was found to have had curved tubing. No other signs of damage or deformation were identified. Dimensions were measured for the locator and hemostasis sheath and were found to have been within specification. The locator od was found have been 0.091 in. (Manufacturing specification: 0.090 - 0.092 in) and the hemostasis sheath od was found to have been 0.115 in. (Manufacturing specification: 0.114 in +/- .005). Both dimensions were within the manufacturer specifications. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been attempting to insert the device without sufficient angulation. The DHR review determined that the device was in a conforming state when released from terumo control. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Risk level is within limits, however there is an increase in occurrence level, an action item was opened to address the issue and a notification has been sent to the npd quality team.

Event description:
The user facility reported that during a percutaneous transluminal coronary angioplasty (ptca), resistance was felt when the angio-seal sheath was inserted into the artery. The user could not advance the device any further, therefore the device was removed. A deformation at the tip of the sheath was noticed after removing it. Manual compression was performed and femostop was used to achieve hemostasis. The patient was in stable condition. A 6 fr sheath was used prior to the angio-seal device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The estimated blood loss was less than 250cc's. There were no equipment or other device used with the above product.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section a3 and the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.